Manufacturer narrative:
Approximate age of device ¿ 3 years and 9 months. The replaced percutaneous lead segment was received for investigation. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that device interrogation revealed multiple driveline fault alarms. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and observed 38 yellow wrench alarms indicating a driveline fault. The driveline faults noted within this log file appear to be authentic driveline faults caused by an issue with the driveline. X-ray images submitted for review showed an area of concern at the end of the bend relief externally. On (B)(6) 2018, technical services representatives arrived onsite for a driveline evaluation/repair. Performed phase interrupter tests and no open wires found. The vad system was then connected to a grounded patient cable and palpated external portion of driveline from the distal end to the exit site without issue. Performed phase interrupter tests a second time and no open wires found. Opened phase 1 yellow wire with phase interrupter and isolated green wire to power pump while moving/manipulating external portion of driveline and no alarms occurred. In addition while isolating green wire, the patient performed body movements (leaning forward, crossing arms, etc..) Without issue/no alarms noted. The patient performed body movements while tethered on grounded patent cable power module without issue (leaning forward, crossing arms, etc..; no alarms noted). The customer declined an external driveline replacement at that time and opted to exchange the patient's system controller and monitor for re occurrence of driveline fault alarms. Driveline fault alarms continued with new system controller. On (B)(6) 2018 an external distal driveline replacement approximately 2.5 inches from the exit site was performed. Approximately 2 hours after the driveline replacement, additional driveline fault alarms occurred; suggesting a potential internal fractured wire. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Additional information: manufactures investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms captured in the submitted log files. A distal end driveline replacement was performed by a technical services representative on 15oct2018. Approximately 20 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The silicone jacket and clear bionate layers appeared unremarkable. Minor shield breakdown was observed 2.5 inches from the metal connector. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the repair, the patient was placed on a grounded patient cable. Driveline fault alarms occurred approximately 2 hours after the repair. The patient underwent a pump exchange due to these alarms on 18oct2018. It was reported the pump would not be returned for evaluation. The heartmate ii lvas patient handbook contains a section on "caring for the percutaneous lead." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time and outlines indications of percutaneous lead damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.